Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the unit boots up to a black screen and continuously beeps. The asp was unable to boot up to diagnostic mode or get device diagnostic report (drpta) logs. The asp verified the central processing unit (cpu) printed circuit board assembly (pcba) incurred liquid damage, which caused the blank screen. Replacement of the cpu pcba is required for correction. The customer was advised and provided with a service proposal. This investigation is ongoing.

Manufacturer narrative:
The bench authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) reported when a device power on attempt was made, a beeping alarm sounded with a flashing power button light emitting diode (led). Upon further evaluation, the fse noted water marks on bottom of unit and possible water damage on the central processing unit (cpu) printed circuit board assembly (pcba). This investigation is ongoing.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator powered off when water was split on the power cable and would not restart. The device was in clinical use. There was no report of harm. The patient was placed on an alternative ventilator for continued therapy. The device did not meet specification for intended use and was removed from service. A philips field service engineer (fse) evaluated the device and reported the device powered on, but the display remained with black screen. The fse contacted a philips remote service engineer (rse) who advised to replace the user interface (ui) assembly, however, in testing with a known working ui assembly, the issue was not resolved. The fse confirmed the power cord was in good working condition. The customer requested a service proposal to submit the device for repair at a philips healthcare repair facility (hrf). The investigation is ongoing.